Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) after a cardioversion procedure. Asystole was reported as of one or two beats at most, according to the sales representative. Additional review was recommended to determine if the patient showed any adverse events. Technical services (ts) suspected the clinical observation was likely due to the defibrillation detect circuit. When the device detects too much energy on the lead, therapy is inhibited to protect the circuit. It was noted the patient left and sales representative mentioned that everything looked fine. The device remains in service. No adverse patient effects reported..

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) after a cardioversion procedure. Asystole was reported as of one or two beats at most, according to the sales representative. Additional review was recommended to determine if the patient showed any adverse events. Technical services (ts) suspected the clinical observation was likely due to the defibrillation detect circuit. When the device detects too much energy on the lead, therapy is inhibited to protect the circuit. It was noted the patient left and sales representative mentioned that everything looked fine. The device has been explanted due to therapy upgrade and returned for analysis without additional allegations. No adverse patient effects reported. The device has been returned and analyzed.